Event description:
Procedure: adrenalectomy. According to the reporter: the specimen (kidney) was put in the bag, but it broke during the removal. There was no report of damage or infection to the site.